Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when she lays down the stimulation felt too fast and when she leaned forward the stimulation slowed down. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.